Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 19mm sjm regent heart valve w/ flex cuff valve was chosen for a procedures. After the implant, the valve became stuck after the heart resumed beating; it was removed and replaced with a new 19mm sjm regent heart valve w/ flex cuff was chosen and completed the procedure. The patient is in good condition.